Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the meter passed testing and the primary complaint could not be confirmed. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately high compared to another device. The complaint was classified based on the conversation the patient had with the customer care advocate (cca) at the time of the call to lfs. The patient reported that on an unspecified day in (B)(6) 2013 during a doctor's office visit she obtained blood glucose readings of "308 mg/dl" with the subject meter and "150 mg/dl" on another device (doctor's meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. The patient mentioned she had scheduled a doctor's office visit because she was obtaining elevated blood glucose readings ranging from "high 100's to high 300's mg/dl" with the subject meter. The patient informed the cca that she manages her diabetes with two different types of insulin. The patient denied making any changes to her usual diabetes management regimen in response to the elevated readings. However, the patient claimed that her hcp continued to adjust her insulin dosage based on the meter results. The patient stated that her hcp continued to increase her insulin and was currently taking 200 units of insulin daily. At the time of the call, the patient reported that she developed symptoms of feeling "jittery and shaky" on an unspecified date after obtaining an alleged inaccurate high reading with the subject meter. It is not known what treatment, if any, the patient received in response to the symptoms. At the time of troubleshooting, the cca noted that the patient did not have control solution available to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after obtaining inaccurate high read.